Event description:
It was reported that revision surgery was performed due to discomfort. The femoral component and insert were replaced. The surgeon stated that the cause of this failure was malalignment of the femoral component.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.